Event description:
The customer reported observing a pool of fluid at the back of the coulter act series analyzer. The customer was wearing personal protective equipment consisting of gloves, a face shield and a lab coat at the time of the event and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched but did not see any evidence of leaking. The fse stated that the instrument was in working order and running with no leaks. The fse replaced the diluent reservoir due to the possibility of the float sensor getting stuck. There has been no recurrence of issue since the instrument was serviced. Root cause of the issue is unknown, but may be attributed to the float sensor in the diluent reservoir getting stuck.

Manufacturer narrative:
(B)(4).